Event description:
It has been reported to philips the device fault was detected at initial setup and self test.

Manufacturer narrative:
Updated results grid.

Manufacturer narrative:
Updated health impact grid.